Manufacturer narrative:
UDI (B)(4). Email is: regulatory.responses@icumed.com. One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was removed. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was not duplicated, however error code 46446 was found in the information folder. The cause of the reported issue was due to general failure. As a result, the error code was cleared and the software installed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump failed calibration. The event occurred during testing, no patient injury was reported.